Event description:
Swelling. Feeling hot. Arthritis. Joint fluid 60cc aspired [joint effusion]. Knee pain [arthralgia]. Pyrexia. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of left knee. The pt's medical history was significant for use of synvisc (from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012 at 13:00, the pt initiated treatment with second series of synvisc (hylan g-f 20) injection at 2 ml, weekly, in an unspecified location. The lot number of synvisc was p1120. After synvisc administration, at around 21:30, the pt developed pyrexia (body temperature 37 celsius) and knee pain. On the same day, the pt developed swelling, feeling hot and arthritis and was administered cefazolin sodium and cefcapene pivoxil hydrochloride. On (B)(6) 2012, 60cc of opacified red-brown joint fluid was aspirated and x-ray was performed to check the bone condition. Twenty cc of joint fluid was again aspirated. Gram stain test was performed which was negative and indicated aseptic arthritis. Steroid and combination drug (sodium hyaluronate cross linked polymer and sodium hyaluronate cross linked polymer with vinylsulfone) were administered. Blood test revealed c-reactive protein as 3.9 and white blood cell count as 7400 (units not provided). On (B)(6) 2012, the pt's knee pain was alleviated. On (B)(6) 2012, the pt again developed knee pain and 20cc of joint fluid was aspirated. The combination drug was again administered. On (B)(6) 2012, all the events were resolved. On (B)(6) 2012, the pt was administered synvisc. Since that night, the pt again developed left knee pain and pyrexia (body temperature 37.8 celsius). On (B)(6) 2012, 50cc of joint fluid was aspirated and combination drug was again administered. Bacterium test was performed which was negative. The pt was again prescribed cefcapene pivoxil hydrochloride. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the combination drug was administered and the pt recovered from the events of arthritis, knee pain, swelling and feeling hot. The outcome for the events of "joint fluid 60cc aspired" and pyrexia was not provided. Relevant concomitant medications reported include sodium hyaluronate (hyaluronate sodium). The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of swelling, feeling hot and arthritis as probable. The reporting physician did not assess the relationships between synvisc and the events of "joint fluid 60cc aspired", pyrexia and knee pain.

Manufacturer narrative:
The quality assurance (qa) investigation results were received on (B)(6) 2012. The production and quality control documentation for lot number p1120, expiry date (B)(6) 2014 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. The benefit-risk relationship of the product is not affected by this report.